Manufacturer narrative:
The system was examined and was unable to replicate the reported event. The customer was advised that at high infusion flow rates, the system may not be able to maintain infusion pressure above 25mmhg. The surgical parameters were reloaded. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 8, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the infusion pressure on a system would change on its own back to 25 mmhg. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.